Event description:
On february 10, 2006, a clinical incident involving a tristar 50 arthrowand was reported to arthrocare corporation. During an arthroscopy procedure, the electrode from the tip of the wand was reported to have detached and remained in the patient. No patient injury was reported and there are no plans to reoperate to remove the electrode.